Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the surgeons felt like the locking screw may have slid during the case and the unit may have lost pressure. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 11/14/2016. . The product was not returned for evaluation. The device in question was not released for inspection nor was the lot# provided. The lot # could be: lot# manufacturing date. 001 march 31, 2000. 989 december 31, 1989. 907 codman manufactured in 1994 and upgraded in 2000. A two year lookback in trackwise for this reported failure and or related to "locking screw slid and unit lost pressure/pressure applied had fallen " for this product ID shows that 5 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.